Event description:
End user reports circumferential red rash under the mass of his skin barrier. He first noted this redness approximately 2-3 weeks ago and it started out scattered under the mass but is now solid red. He does experience itching from the area. He uses alcohol wipes to his peristomal skin. He changes his wafer after 7 days. Patient final outcome was not noted.

Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issues april 16, 2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Analysis is taken from a trending report of evaluations or adverse events finalized may 2011. The data presented is from three different product applications. The report states that there are no significant trends.